Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 months. The pump remains in use supporting the patient. No further issues have been reported. A direct correlation between the device and the reported gi bleeding could not be determined. The instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted to the hospital due to experiencing dark, bloody stools, and a hemoglobin of 6.7 g/dl. The patient reportedly did not have a prior history of gi bleeding. The patient underwent endoscopy; however, an active bleeding site was never found. The patient was administered iron, and was transfused with 1 unit of packed red blood cells. The patient's lvad parameters were stable throughout the event. The patient was discharged on (B)(6) 2015 after reportedly feeling better, was no longer experiencing bloody stools, and having had an increase in hemoglobin values over a 3 day time period.